Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter rupture within the molded hub is confirmed, and the cause is found to be use-related. The device returned was one d/l groshong nxt PICC. Visual observation found the catheter to be in two pieces, separated at the distal end of the bifurcation. The proximal end of the distal segment appeared to have retained white material from the bifurcation. Tactual observation found that the catheter was extremely stretchy in the region proximal to the last depth mark. Extreme tensile weakness was also found between the 50-cm and 52-cm depth marks and again between the 39-cm and 44-cm depth marks. Microscopic evaluation found the break surfaces to be granular in texture and to show signs of tearing. The break profile was highly irregular. The device appears to have been stretched to failure, and therefore this complaint is confirmed and found to be use-related. The complaint description states that neither statlocks nor sutures were used to secure the catheter, only a bandage; this securement method likely contributed to the event as the catheter would have been less secure. The IFU states: ¿ii. To avert device damage and/or patient injury during placement use suture wings to secure the catheter without compromising catheter patency. Do not place sutures around catheter.¿ ¿attach suture wings (optional) if the catheter is not inserted to the bifurcation; remove the suture wing from the delivery card. Squeeze the suture wing together so that it splits open. Place the suture wing around the catheter near the venipuncture site. Apply statlock* stabilization device to the suture wing and secure to skin. If the catheter is inserted to the bifurcation; apply statlock* stabilization device to the bifurcation and secure to skin caution to minimize the risk of catheter breakage and embolization, the suture wing and ¿y¿ adapter must be secured in place. ¿securing the groshong catheter,¿ demonstrates the use of dressings, statlocks, and anchor tape as appropriate for catheter securement. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter disconnected from the connector. According to sales rep, the operator did not use the connector in the kit and connected the catheter directly to the line the first time. Afterwards, the operator decided to adjust the catheter length, disconnected it from the line, cut a segment out of it and connected it once again directly into the line. After this second time connection, the catheter disconnected from the line. There was no patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter disconnected from the connector. According to sales rep, the operator did not use the connector in the kit and connected the catheter directly to the line the first time. Afterwards, the operator decided to adjust the catheter length, disconnected it from the line, cut a segment out of it, and connected it once again directly into the line. After this second connection, the catheter disconnected from the line. There was no patient harm reported.